Event description:
The external pulse generator was returned to the manufacturer, analyzed, and tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4)- the upper/lower case and two side bails were broken. The battery drawer was broken. The battery release, heart block and flex covers were contaminated. The main pcb tested out of specification: electrically.